Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 405 mg/dl. Customer stated that her meter was not reading correctly. Customer just noticed it this morning. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer kept declining to troubleshoot and insisting that her meter was defective. The devices will not be returned for analysis.